Manufacturer narrative:
The device is expected to be returned for analysis but has yet not been received. When the device analysis has been completed a supplement al report will be submitted.

Event description:
Medtronic received report that upon removal of the infusion catheter from within the patient, the catheter broken and was removed in two pieces. One section of the catheter broke in the sheath and was easy to pull out the broken piece. The other piece was snared from within the patient. Tpa was being infused through the catheter, which was infused for 24hours. No patient injury was reported. The entire catheter was removed for the within the patient.

Manufacturer narrative:
The infusion catheter was returned for analysis. The catheter was found to separated into three segments. The tubing material ends of the catheter exhibited stretching, necking and jagged edges. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter separation was confirmed. It appears excessive force was used with this device. The broken ends of the returned infusion catheters segments exhibited with plastic deformation (stretching, necking and jagged edges) which indicates that the catheters separated, as the tensile strength of the tubing material was exceeded. All products are 100% inspected for damages and irregularities during manufacture. Per the peripheral blood clot therapy products instructions for use (IFU): warnings ¿ never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. Linked events: 2029214-2017-00755, 2029214-2017-00834. If information is provided in the future, a supplemental report will be issued.